Event description:
Patient scheduled for dilation and curettage hysteroscopy, novasure endometrial ablation. Indications for procedure are the symptoms of irregular menses, dysmenorrhea. The hysteroscope was inserted and a diagnostic hysteroscopy was done. The novasure was inserted and good placement was noted. The procedure could not be initiated. A second attempt with a second novasure (handpiece and machine) was attempted but procedure could not be initiated. The handpiece was not working properly in both attempted procedures. Therefore, an hta was planned and completed successfully.

Event description:
Patient scheduled for dilation and curettage hysteroscopy, novasure endometrial ablation. Indications for procedure are the symptoms of irregular menses, dysmenorrhea. The hysteroscope was inserted and a diagnostic hysteroscopy was done. The novasure was inserted and good placement was noted. The procedure could not be initiated. A second attempt with a second novasure (handpiece and machine) was attempted but procedure could not be initiated. The handpiece was not working properly in both attempted procedures. Therefore, an hta was planned and completed successfully.